Event description:
Report received from the USA regarding a motor device in which, during routine inspection, it as discovered that the motor device was "overheating" and "getting warm to the touch." The motor device was not used in surgery. No injuries or medical intervention were reported. No additional information is available at this time.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and failed the sound specification. Evidence suggests this is due to internal motor failure due to excessive to force. The reported condition was confirmed. (B)(4).